Manufacturer narrative:
(B)(4). Evaluation summary: upon return on the steerable guide catheter (sgc) to abbott vascular, it was noted that the soft tip was torn at in two places with no missing material. Potential causes for soft tip tear/damage are, but not limited to, manufacturing anomalies (inner diameter [ID] of the tip not within specification), user technique or procedural conditions (curves on the sgc during clip delivery system removal). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the inner diameter of the soft tip met specification. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents reported for this lot. The user also reported no issue while functionally inspecting the sgc during device preparation, which is an indication that the soft tip was not damaged prior to use. With respect to the procedural conditions and/or user technique, the clip getting caught on sgc resulting in soft tip damage can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the sgc tip or curves on the sgc applied by the user. The analysis of the tear shows that it was made by the frictional elements (fes) of the clip when the soft tip becomes caught between the gripper (which contains the frictional elements) and the clip arm. If the clip is not fully closed, or the sgc is not straightened enough during retraction, the clip may become caught on the soft tip and when pushed off the soft tip was torn. In this case, even though it was confirmed that the clip was fully closed and the sgc was straightened, it is possible that the clip was oriented in such way that resulted in an interaction between the clip and the tip of the sgc upon retraction of the cds. Based on the information reviewed, the soft tip tear, appears to be related to operational context and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system: lift, support plate, stabilizer, clip delivery system (x3). The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip(cds 10248675/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed medwatch, additional information indicated that the sgc tip was straightened before retracting the cds into it. Any damage to the clip tip was not noted. No additional information was provided.

Event description:
This report is being filed as the steerable guide catheter (sgc 10257715/24) soft tip became torn during the retraction of the clip delivery system. A torn tip has the potential to cause or contribute to patient injury. It was reported that a mitraclip procedure was performed on (B)(6) 2014. One clip was implanted. After the second clip delivery system (cds 10248675/(B)(4)) was advanced to the left atrium, the steering m knob did not work correctly. There was no unusual resistance felt while turning the m knob. However, when the m knob was turned, the cds shaft did not follow as the clip moved laterally from the first clip and the shaft was not curving. The m knob was turned 360 degrees and the shaft did not curve more than 90 degrees. As the device was removed from the steerable guide catheter (sgc 10257715/(B)(4)), there were no extreme curves set on the cds or sgc at the time of removal. The clip arms were completely closed, but became caught on the tip during retraction. Another cds was used and the procedure was completed with the implantation of 2 clips and the mixed mitral regurgitation grade was reduced from 4 to 1-2. There was no adverse patient effect due to the device issue or no significant clinical delay in the procedure. Subsequently, initial analysis of the returned steerable guide catheter (sgc) revealed the sgc soft tip was torn with no missing pieces. No additional information was provided.